Manufacturer narrative:
(B)(4). Rayner made initial contact with all customer where affected batches had been sent in order to determine whether the identified models had been used or remained in their stocks. Following communication with all affected customers rayner received confirmation that no lenses released to market had been used. All lenses in the possession of customers were quarantined and returned to rayner. Rayner has achieved 100 percent device reconciliation. Devices from all affected markets were reconciled in their entirety by 24th june 2013. The pouch manufacturer has attributed a leak in the sealing machine during production as the root cause of the seal weakness. This event has occurred as a result of a manufacturing deficiency on the part of the pouch supplier. Rayner in collaboration with the pouch manufacturer is working to determine a corrective action plan. (B)(4).

Event description:
In (B)(6) 2013 rayner intraocular lenses limited identified a potential weakness of the outer paper pouch chevron seal used to encare the primary pack (the iol blister pouch. Rayner determined that as a result of this weakness the sterility of the primary pack may be compromised. An investigation was performed by rayner to determine the extent of the issue in order to identify the specific pouch range affected. This included a review of the pouch manufacturers test records and testing of sample pouches to identify which lots were outside of the defined acceptance parameters. Pouch packets tested and found to be outside of acceptance parameters were quarantined and using production records (device history records) all potentially affected product was identified. This data was then used to calculate the total number of product packed in the affected pouch packects and released to market. As a result of the findings of our investigation, a precautionary recall was initiated in (B)(6).